Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to complete the fill tubing step during a cartridge change. The customer declined tandem technical support assistance with the fill tube process and added more insulin to the cartridge to fill the tubing. The customer stated that the pump was "working" and insulin delivery was resumed. The customer's blood glucose level was not impacted.